Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024, which is off-label usage of the device. On 05/30/2024, it was reported that the patient was vomiting while the egv was 400 mg/dl. The patient did not have a fingerstick to get the blood glucose value during that time. She took an unspecified shot of insulin; however, the sugar reportedly would not go down. An unspecified time later, the son rushed her to the ICU. The patient was reportedly not sure about the exact lab test that has done to her when they arrived at the hospital since she was unconscious. The patient said that when she woke up, the hospital did lab work, blood work, and urine test to her. The patient did not remember any of the fingerstick values that had been done to her during her stay at the hospital. The patient was discharged from the hospital (B)(6) 2024. The patient declined to provide any further details about the event upon follow up attempts. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.